Manufacturer narrative:
Due to characterization limit e1: event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check cardiosave intra aortic balloon pump (iabp) does not boot up to home screen. There was no patient involved.